Event description:
A customer contacted physio-control to report that the device would not power on when the lid is opened. In this state, the user may need to manually power on the device and a delay in defibrillation of greater than 30 seconds may occur. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control product analysis center (pac) further evaluated the customer's device and verified the reported issue. The cause of the reported issue was determined to be due to the lid switch, sw5.

Manufacturer narrative:
The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that the device would not power on when the lid is opened. In this state, the user may need to manually power on the device and a delay in defibrillation of greater than 30 seconds may occur. There was no patient use associated with the reported event.